Manufacturer narrative:
Product discarded.

Event description:
It was reported that after a surgical procedure at the user facility, the device collected about 100ml of blood from the patient and then stopped working. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.